Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown femur. Unknown tibial tray. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02331 and 0001822565-2018-02333. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery on the same day as the initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of additional information received, this component was determined to be not reportable as it did not contribute to the reported event nor was it removed during the revision procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.